Event description:
Customer reportedly obtained results of 260 mg/dl and 125 mg/dl on the advantage system within 10 minutes. Customer stated that no action/inaction/treatment was done based on the readings. No adverse event occurred. New system sent to customer and return requested.